Event description:
A medtronic representative received a report from a site that their long spine clamp attachment screw was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. A medtronic representative, following-up at the site, reported the site has a replacement open spine clamp. The site has thrown out the damaged instrument so the part will not be returned to manufacturer for analysis.